Event description:
A male patient had a PICC placed on (B)(6) 2011. Prograf began on (B)(6) 2011. They drew labs as usual through the red port until (B)(6) 2011 when they suspected the levels were off. They had been decreasing the prograf but the levels (systemically) were actually increasing. They did a piv lab and the level came back less than 2. The patient developed graft versus host disease and he died (B)(6) 2012. They cannot say conclusively that it is due to the non-therapeutic levels, as other patients who have been in the therapeutic range have also developed this.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.